Manufacturer narrative:
Philips has investigated this complaint. According to the information, the system was in clinical use when this issue occurred. The procedure was aborted and the operation was scheduled on other system. The philips field service engineer (fse) inspected the system onsite and confirmed that device could not be exposed . Review of the system log file showed that image disc errors . Fse replace the hard disk. After replacement of the the hard disk , the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and health impact code were corrected.

Event description:
It has been reported to philips that there were no x-rays. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.